Event description:
It was reported that measurements of >4000 ohms on all of the unipolar and bipolar pairs were found. The leads where ultimately changed and this resolved the high impedance issue. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).